Event description:
Customer reportedly received result of 481 mg/dl and result of approximately 200 mg/dl within 10 minutes on the aviva system. Customer took an extra "pill" based on higher results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The svo2 drift problem was caused by physical damage. Found a loose component ratting inside the unit. The DHR reviewed has not shown indicators related to this complaint. The device has fulfilled the requirements during final inspection

Event description:
Reportedly, svo2: incorrect, erratic, drifts. Optical module, model om-2, (B) (4) was reported as having the svo2 value staggering between 20 - 70%. No patient injury was reported.